Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.

Event description:
It was reported that the screw extractor could not be fit with variable screw during workshop (not in the operation). The inner extractor went around in the inner thread of the variable screw head. After that, the tip of the inner extractor was broken and it remained in the thread of the screw head. Extractor could be fit with fixed screw.